Event description:
The pump was returned to animas. Investigation revealed that a force sensor circuit component was misaligned. This report is made based on the results of investigation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/03/2013 with the following findings: the pump was exercised for 24 hours without any issues. The pump was opened and a force sensor circuit component was found to be misaligned on the printed circuit board. Unrelated to the above issue, multiple replace battery alarms were observed in the pump black box history; when the pump was opened a cold solder connection was found. The issue is not likely to result in an adverse event because the pump was alarming to alert the user of an issue. (B)(6).